Event description:
The customer reported that she experienced unexplained high blood glucose of almost 500 mg/dl. The customer treated with the insulin pump and declined to troubleshoot the issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).